Manufacturer narrative:
The customer has been contacted. It is apparent that the retractor will not be returned to codman. At this time, the complaint is considered to be closed.

Event description:
Per FDA medwatch report, and accompanying user facility medwatch report: instrument failure. Small (this section blacked out) snake - retractor - broke during surgery. No harm to pt. Additional info provided by customer revealed that surgery was delayed as an x-ray machine was brought into the o.r. To try to locate the broken portion.